Event description:
It was reported that during a gastrotomy closure procedure, on the 2nd firing with a green cartridge, only one row of staples on the patient side was ok. The remaining staple lines were malformed or the staple line was open. There was no buttressing material used. Another device was used to complete the procedure. There was no patient consequence or change in the post-operative care for the patient as a result of the event.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. Based on the photographic evidence could not confirm the event description.